Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 31033g, reader sn (B)(6). Repeat cue covid-19 tests performed on (B)(6) 2024 and (B)(6) 2024 provided two negative results. Customer tested negative on (B)(6) 2024 with a pangea laboratory covid-19 pcr test. Customer was experiencing a runny nose, but no other symptoms. Customer states she had no known exposures, however, her children often experience runny nose and cough/sore throat. As these symptoms are not unusual for her children and they had no fever, they were not tested. Additionally, customer states she only tested herself as it was unusual for her to experience a runny nose. Cartridges were stored within the validated temperature range.